Manufacturer narrative:
On (B)(6) 2016, a technical support specialist (tss) discussed the event with the customer over the phone. During the conversation the customer informed the tss that the recommendations for sample storage before testing had not been followed. The tss requested the results. Customer indicated that the sample was refrigerated for 5 days and not frozen after 24 hours as required by tosoh. Quality controls (qc) results provided by the customer were all within tosoh qc ranges. No error flags or errors were observed in the data provided by the customer; the sample was repeatable. It was recommended to redraw blood from the patient and run a new sample after storing according to tosoh instructions since the original one was compromised by the incorrect storage. No further activities were performed. The most probable cause of the reported event was an operator error most likely related to a sample handling error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported discrepant results for a patient sample while running the ferritin assay. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.